Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device but could not duplicate the reported phenomenon. Though the subject device had been run the test for hours, the touch panel worked as normal. It was found that the ac power supply inlet was very loose and wobbly. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the report from olympus (B)(4), omsc surmised there was the possibility those phenomena were attributed to following causes for each; -the touch panel went to black; since the report said that the ac power supply inlet was looseness, the momentary shutting off the power supply cord contact might have been a cause -the ac power supply inlet was very loose and wobbly; the forcible connecting the power supply cord which did not match the connector shape might have been a cause if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the touch panel of the subject device went to black at the maintenance. There was no patient injury associated with this report.